Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hv1000 integration system and found that the monitors were flickering and not displaying video. The technician replaced the hv1000 switch board component, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that multiple monitors to their hv1000 integration system are "blanking" and displaying distorted images. No report of injury or procedure delay.